Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an insulin pump error alarms. The customer's blood glucose value was unknown at the time of the incident. The customer the customer reported that they were unable to clear the alarms. The customer had already tried taking the battery out. The customer stated that the insulin pump would not allow them to clear the message because the insulin pump keeps re-initializing. The device will be returned for analysis.